Manufacturer narrative:
Pt info: information was not provided by reporter. Date of event: (B)(6) 2017 was used for the date of incident. No specific date of occurrence was provided. No lot number was provided for the report. Sample has not been received for this report to date.

Event description:
A nurse reported leaking of blood and saline from the cfj5-250 curos jet cap and the needleless connector when flushing the port catheter/IV tubing following blood draws. The nurse reported this has been a recurring issue. No patient injury or medical intervention has been reported. The curos jet cap and the needleless connector were replaced when the issue occurred.